Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. UDI: (B)(4). Concomitant medical products and therapy dates: prowler (606s255x/17286187) .

Event description:
It was reported by the hospital contact that the physician firstly guided the reported prowler select plus (606-s255x/17286187) to the mca and inserted the reported enterprise 2 vrd (enc402300/10556523). When he inserted whole of the delivery tube into the introducer sheath without contrast, he accidently implanted the enterprise on the mca. The physician checked the mca with contrast and found the delivery tube extracted from the psp. No further information is currently available, but the procedure was successfully completed and there were no patient injury/complications. There was no information of whether the procedure was delayed due to the event or not. It is reported that, with coil treatment, normally whole of a delivery tube is inserted into an introducer sheath without contrast, so the physician possibly confused the process like that. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complaint products are not available for investigation. No further information is available. The procedure was the coil embolization of an aneurysm at the ic-pc. Gender, age, dob and weight of the patient were unknown. Tortuousness and calcification levels of the patient's vessels were unknown. There was no information of concomitant devices.

Manufacturer narrative:
It was reported by the hospital contact that the physician firstly guided the reported prowler select plus (606-s255x/17286187) to the mca and inserted the reported enterprise 2 vrd (enc402300/10556523). When he inserted whole of the delivery tube into the introducer sheath without contrast, he accidently implanted the enterprise on the mca. The physician checked the mca with contrast and found the delivery tube extracted from the psp. No further information is currently available, but the procedure was successfully completed and there were no patient injury/complications. There was no information of whether the procedure was delayed due to the event or not. It is reported that, with coil treatment, normally whole of a delivery tube is inserted into an introducer sheath without contrast, so the physician possibly confused the process like that. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the event. The complaint products are not available for investigation. No further information is available. The procedure was the coil embolization of an aneurysm at the ic-pc. Gender, age, dob and weight of the patient were unknown. Tortuousness and calcification levels of the patient¿s vessels were unknown. There was no information of concomitant devices. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Therefore, no corrective actions will be taken at this time.